Event description:
It was reported that during an anterior cruciate ligament procedure, the endobutton implant broke during the case was never located. It was not confirmed if the fragment was retrieved or located. The surgeon used a backup device to complete the procedure, an xtendobutton, and new sutures were loaded onto it. It was confirmed that an x-ray was not used. Both sutures broke and the continuous loop.

Manufacturer narrative:
It cannot be confirmed that the broken piece was removed from the operative field and/or retrieved from the patient. There were no x rays taken to confirm retrieval. No product returned for evaluation method: product not returned for the evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).